Event description:
It was reported to philips that the system was unable to boot. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure, which was aborted and later completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system unable to boot. The reported issue persisted even after rebooting the system. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there was a software failure with the suite pc, causing boot up issue. To resolve the issue, the fse wiped the disk, reinstalled the operating system and application software. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.